Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to pocket infection. The patient reported pain at the site of the device and the physician found out that the device pocket was infected; hence, instead of pocket revision, the physician opted to explant the entire system. There were no additional adverse patient effects reported. This ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.